Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided. The product information was not provided. Therefore, no information was captured in (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that within one minute she obtained blood glucose readings of 456 mg/dl and 127 mg/dl with the contour next one meter. There was no allegation of an adverse event. The customer was offer a replacement product, however, the customer declined the offer. The device is not expected to be returned for evaluation.